Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter powered off during use. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the meter issue occurred on (B)(6) 2015. The patient detailed that she manages her diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient stated that on (B)(6) 2015, after the alleged issue occurred, she developed a symptom of ¿shaky¿ however denied receiving any treatment at the time of troubleshooting the cca noted that there was no apparent misuse of the meter, the meter did not require the batteries to be replaced and the issue was not resolved after education. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury after the alleged meter issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (05/18/2015). The patient¿s meter has been returned on (B)(4) 2015 and evaluated by lifescan product analysis on (B)(4) 2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.